Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. Evaluation of the submitted log files confirmed the reported low flow alarms. (B)(6) was returned with the pump cable intact, connected to the modular cable. The sealed outflow graft was returned attached to the pump cover outlet port, without the outflow graft clip. The outflow graft bend relief was returned attached to the graft attachment. The apical cuff was returned. The pump cable bend relief was discolored. The modular cable bend reliefs and polyurethane jacket were discolored. Examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Functional testing was not performed due to the returned status of pump; three of the wires in the pump cable were completely severed adjacent to the pump housing. The controller event log file contained data from (B)(6) 2021 08:59:32 through (B)(6) 2021 13:29:49. Transient low flow fault flags were captured, resulting in numerous low flow hazard alarms on (B)(6) 2021. A specific cause for this alarm could not be determined through this evaluation. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The heartmate 3 lvas IFU (rev. C) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU lists various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, rev. C, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 06jun2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient was admitted with frequent low flow alarms. Due to sign of hypo-perfusion, venoarterial extracorporeal membrane oxygenation (va ECMO) started. Patient expired on (B)(6) 2021. Additional information stated that patient was transported into implant center on (B)(6) 2021 with emergency car with frequent low flow alarms. There were minimal flow measurements and unconsciousness conditions. At the emergency car, patient was already started on pharmacology inotrope treatment, which was advanced at implant center up to maximal doses together with urgent starting of va ECMO support. According to urgent echo (echocardiogram) exam at admission there wasn¿t detected any flow at left ventricular assistive device (lvad) system. Despite maximal inotrope and vasopressor pharmacotherapy with delivered volume and va ECMO support, patient expired under picture of multiorgan failure same day. The explanted lvad sent to manufacture for analysis.